Event description:
It was reported that when an asymptomatic patient presented in the emergency room after receiving a patient notifier for non-sustained rv oversensing, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were recommended.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that programming changes were made. During follow-up, another instance of post-paced t-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
(B)(4).